Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a low out-of-range (oor) shock lead impedance measurement of zero. This was a single occurrence and the shock lead impedance was reported to otherwise be stable. Boston scientific technical services (ts) recommended troubleshooting including minimum and maximum energy shock. The patient was scheduled for a follow-up to evaluate shock lead impedance. The system remains implanted. No adverse patient effects were reported.

Event description:
Additional information was received from a field representative indicating that the patient was brought in for a defibrillation threshold (dft) test. At this point, the cause of the out of range impedance has not been determined and no specific date was provided. Further added information indicated that shock impedance testing was performed for this patient. Shocks were delivered with normal shock impedance and dft¿s were successful.

Manufacturer narrative:
--